Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac monitor freezes. No negative impact on state of health reported.

Manufacturer narrative:
Result of investigation: as the claimed product was not returned for inspection, a more detailed investigation is not possible. The device passed the quality test at the time of delivery. Based on the customer's description of the fault (monitor freezes), we assume that it was caused by user error, as the IFU states that the product must be checked for functionality before use, which would have prevented this fault. The event is filed under internal karl storz complaint ID: (B)(4).